Manufacturer narrative:
(B)(4). Batch # m54j1y. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The reported events could not be confirmed as no malformed staples or cutting issues were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a ivor lewis esophagectomy procedure, on the initial firing of the affected stapler (with a gold load), the sales rep witnessed the tissue slide forward in the jaws as the stapler fired. The stapler was being fired on gastric tissue. A number of staples formed correctly but some also appeared to be accumulated near the end of the cut line. The surgeon also noted this and commented on it. Case completed with a new gold load which was placed in the same stapler and appeared to fire correctly. There were no patient consequences reported.